Manufacturer narrative:
The insulin pump alarmed for a critical pump error (open book image) and then was able to clear the critical pump error (open book image) using the back and down arrow buttons. Critical pump error (open book image) and pump error 40 noted in the formatted history due to moisture damage on the electronic assembly. The motor had moisture damage. However, the insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a critical error. The blood glucose reading was 76 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.